Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
A 77 year old male supported with impella for acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage d) experienced an abrupt change in device performance following cardioversion for svt. Upon reassessment, although a pigtail catheter was visualized in the lv, the impella inlet and cannula were no longer observed. The physician was unable to advance the device forward, prompting transfer to the cath lab for further evaluation. The clinical presentation and imaging findings indicate that patient movement associated with cardioversion likely contributed to shallow impella positioning, resulting in suction alarms and reduced flow. The device required removal, with no repositioning attempted. Another impella cp was implanted on (B)(6) 2026 at 6:33 pm. The patient remained on support until it was successfully weaned and explanted on (B)(6) 2026 and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 (serial and catalog) and h3. The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was determined to be a user error in relation to patient movement. The clinical details provided that there was patient movement (unintended user error) at the time of suction alarms as well as the finding of a cannula kink on returned product were both likely related to the reported low pump flows.